Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information indicates that the pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had magnet rate changes when nearing elective replacement indicator (eri). Boston scientific technical services (ts) discussed battery status fluctuates when on the edge of calculation bin. Additional information indicates that the patient was not scheduled for change-out yet and the device was not at eri. The patient will continue to be monitored. The pacemaker remains in service. No adverse patient effects were reported.